Event description:
It was reported that "the catheter was kinked, this caused the machine to alarm. After the catheter was replaced, the problem was solved". There was no report of patient complications, serious injury or death. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of iab kinked is confirmed. Sample returned for investigation. No serial number was reported. The serial number on the returned sample is (B)(6) . The lot number recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a yellow bio-hazard bag. Returned with the sample was supplied 40cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.9cm from the iabc distal tip. A bend to the iabc central lumen was noted at approximately 23.5cm from the iabc distal tip which may have been the result of a kinked catheter. The bent and damaged iabc can cause the complaint. Some dried blood/green substance was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0061in and was within specification of process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested using the mdt-50 in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. No obvious blood was noted within the helium pathway upon receipt of the sample, which indicates that the damage to the iabc central lumen within the flex-tip assembly potentially occurred after the removal of the device from the patient or during the returned shipping/handling. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 58.4cm from the iabc luer, which is the location of the previously noted bend. Then the guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent and broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "the catheter was kinked, this caused the machine to alarm. After the catheter was replaced, the problem was solved". There was no report of patient complications, serious injury or death. Patient condition reported as "fine".